Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and lead extenders were removed. A new implantable cardioverter defibrillator (ICD) system was implanted in the right pectoral area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. It is not possible to determine if the high impedance readings are traced to the lead or the lead extenders. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high/undefined superior vena cava (svc) de fibrillation coil impedance. It was further discovered that the rv defibrillation coil impedance displayed high/undefined impedance and there was a small amount of noisy electrograms (egm) involving the rv coil. Additionally, the rv tip-to-rv coil lead impedance had triggered a warning for high/undefined impedance, but the lead is currently programmed to a bipolar configuration. A lead fracture is suspected. It was noted that the patient has lead extenders connected to both the svc coil and rv coil connections and it is unclear if the suspected fracture is on the lead or the extenders. Follow up was conducted and it has been verified that no reprogramming nor intervention has been completed at this time. The lead and extenders all remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.